Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported that their stimulator has been in for a long time and when they did the trial they put the stimulator in the right place but when they did the implant, the doctor didn't put the implant in the right place. Pt said that they could never really get the implant adjusted and they worked with the medtronic reps for two years. Pt said they notified the reps of the therapy not working right away but didn't remember the medtronic reps names. Pt said all they could feel was the therapy in their legs and the tingling when they would turn the stimulation up really high, but that wasn't where they should have felt the tingling. Pt said the tingling should have been up above to stop the pain signals. Pt said the therapy never really did work. Pt said they h ave suffered with the pain for years and years because they had a car wreck they were in as a teenager and now they are in their 50's. Pt said finally, they just gave up. Pt said the implant has just been in there and they stopped going and the battery stopped working and needed servicing, but they never went. Pt said now, you can see "it" on their spine, the wiring. Pt said they have been able to see these wires for a while and now they don't know why but they can see them more. Pt said they have been "sedative" for the past 2 years so they aren't out there exercising and pulling on things to make "it" pull out. Pt said this is affecting something and causing them pain. Pt said they thought this was their kidneys, because this is in their waistline. Pt said this is right where "it" is, right in the middle of their back and going straight outside to the right where you can see it; patient services specialist (pss) understood this is where the lead wires are in the pt. Pt said they have had their kidney checked because they have kidney problems too, but that is not it. Pt said their kidneys are regular but stage 2 and that is fine. Pt said they need to get this out of their back. Pt said "it has to be this thing and it is getting worse and worse". Pt said they were calling into patient services to find a doctor to help with removal; pss directed pt to scs help website to find a doctor. Pt also had questions on to whether or not things would be left behind when the device was removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concommitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 08/10/22. She clarified that leads are not coming out of the skin, but they are superficial and protruding in their back where they are implanted. The thing has never worked and after 2 years of working with rep and programming, patient has given up and does not use the device as it does not provide the desired results. Patient has pain at lead site now and pt just wants to get the system explanted. When they bend it gives them pain at the lead site. The pain comes and goes, maybe it is the nerve. Patient thinks the leads were not placed at the same spot as the trial leads. The planned removal date is (B)(6) 2022. The implanting physician plans to remove it. Patient will ask the doctor to send the devices back.